Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history indicates that this device had not been in for service in the past 12 months. Functional testing was performed, and the reported problem could not be duplicated. The shutoff pressure was within specification. The downstream occlusion sensor will be calibrated as a preventative measure.

Event description:
It was reported that the device exhibited an error ¿cut-off pressure too low¿. There was unknown patient involvement reported.